Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper pop out occurred during use with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter, "I have two samples of rst tube that failed minimum pull force. I¿m working on getting more samples from that lot so that the factory can review them." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that stopper pop out occurred during use with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter, "I have two samples of rst tube that failed minimum pull force. I¿m working on getting more samples from that lot so that the factory can review them." 2 occurrences were reported.